Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The workstation pcb's were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up. No patient serious injury or death was reported related to this event.